Event description:
The following is based off a review of the pt's medical records and pt fact sheet provided to davol by the pt's attorney: on (B)(6) 2010 - the pt was implanted with a bard flat mesh during a robotic sacrocolpopexy with robotic proctopexy with very extensive lysis of adhesions from the anterior abdominal wall. Operative dictation notes very dense adhesions from prior surgeries in which port placement was quite difficult and extensive lysis of adhesions was performed prior to place the flat mesh. On (B)(6) 2011 - the pt was hospitalized for complaints of chronic pain following the sacrocolpopexy procedure. On (B)(6) 2011 - the pt underwent examination under anesthesia, with removal of eroded prolene suture and with confirmation of no vaginal mesh erosion whatsoever, with rectal examination, and proctoscopy also revealing no evidence of any suture or mesh in the rectal cavity and no evidence of any adhesions or kinking of the rectosigmoid colon. The attorney's report alleges disability, pain, and suffering, infection, pain dyspareunia, defective mesh, additional surgery/medical treatment.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's alleges that the pt suffered from multiple post-op issues including infection, however, there is no info provided in the medical records to support the claim of infection. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.